Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced chest pain. Additional information received from the patient which indicated that patient has been feeling horrible feelings at in clinic checks with testing. Patient was also hospitalized for ten days. Boston scientific technical services (ts) referred the patient back to physician for further evaluation. This device remains in service. No additional adverse patient effects were reported.